Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03942. It was reported the patient has bilateral fractures on both leads and x-rays indicated the leads were fractured. A manufacturer representative confirmed that both leads have high impedances and both leads were deemed inoperable. As a result, surgical intervention may be pending to address the issue.